Manufacturer narrative:
Correction: product details updated.

Manufacturer narrative:
This report is submitted on september 3, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report.